Event description:
The davinci stapler would not release from the instrument arm while in the patient. Eventually, the entire port, stapler, and instrument arm were removed from use. Once the arm was disengaged, the defective stapler was able to be removed from the instrument arm. No harm to the patient. The davinci online support was called to help trouble shoot.